Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous high result for 1 patient tested for tina-quant hemoglobin a1c gen.3 (a1c-3) on a cobas integra 400 plus. The initial a1c-3 result was 9.1% with a data flag. This result was reported outside of the laboratory where the physician questioned it. The physician requested repeat testing. On (B)(6) 2018 the sample was repeated with a result of 5.0%. The repeat result was believed to be correct. The sample had been stored in the refrigerator since (B)(6) 2018. The customer was advised per product labeling that the sample is stable at 2-8 degrees c for 7 days. The customer had no concerns with other patient samples. The customer was not having any issues with qc results. No adverse event occurred. The a1c-3 reagent lot number was 30116701 with an expiration date of 31-aug-2019. The field service engineer (fse) visited the customer site and a cause for the issue was not identified. The fse found that the rotor light barrier was out of adjustment. The fse adjusted the rotor light barrier and performed diagnostic instrument checks. All results were within specification. The analyzer was operating properly. Calibration and qc data were acceptable. Reagent issues can be excluded as the calibration and qc data was acceptable. The investigation was unable to find a definitive root cause. The customer has had no further issues since the service visit.